Event description:
It was reported that when using the bd pyxis¿ medstation¿ es psy mlm zebra printer would not turn on at all and required replacement. The customer also confirmed that the station was not on the network. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had printer failure. A field service engineer confirmed that the workstation was currently in storage within the pharmacy, along with a printer intended to replace a previously failed unit. The fse connected the workstation, installed updated drivers, configured the required settings for the medication application, and performed testing. The customer completed a print test, which passed successfully, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.